Manufacturer narrative:
Due to biohazard contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a tubing separation. The tubing set was used to successfully deliver six units of blood via a central line catheter. It was reported that when the nurse attempted to disconnect the tubing set from the pt's catheter, the male adapter separated from the tubing. The male adapter remained connected to the pt's catheter. The catheter was clamped. The physician replaced the catheter. The tubing set was replaced and therapy was resumed. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.